Event description:
On 4/11/2023, it was reported by a sales representative via email that an ar-4030c-09 fastthread biocomposite interference screw cracked when the screwdriver was being removed. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/12/2023: this was discovered during an acl procedure and was completed with an ar-4030c-10 fastthread biocomposite interference screw 10 x 30 mm. The screw cracked but did not break into fragments. Patient was not affected.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.